Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a french patient had a skin irritation. The patient reported that he had a burn-like irritation on his back. The patient's physician prescribed the patient a medication to use. Follow-up indicated that the irritation had improved.